Event description:
A physician reported a patient with difficulty in dissection of femto flap in the right eye during flap creation procedure. There are two related reports for this patient. This report addresses the patient mb's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye and left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. During on site visit, fse (field service engineer) replaced module intelliscan 31,suf board as a preventive measure and performed system verification as per sir(service installation record). Threshold tests have been requested but not provided. Cas (clinical application specialist) review concluded as follows: the complaint states that the surgeon complains about difficult dissection of femto-flaps (both od ¿ right eye and os-left eye) after every 4 -5th case. The local cas stated that he could not find any clinical root causes and that he forwarded the case to the technical department. The treatment report shows a downright treatment on both eyes. The flap was well centered, and no excessive liquid can be seen between flap and interface. Both flaps show some obl (opaque bubble layer) close to the canal, which can be linked to the canal length on both eyes. The canal seems to be a bit too short. It is recommended to place the canal ending to the applanation margin or even one click longer to make sure it opens. Some images within the complaint show that the sticky area is located on the inferior part of the flap. Therefore, the obl might not be the reason for the difficult dissection. In the area of the stickiness the flap seems to show some very small irregularities close to the side cut. This area is in the same location on both eyes. But due to the image quality it can not be verified what it is. Clinically no root cause can be identified given the current information. For further investigation videos and treatment reports of other patients have been requested but not provided. Root cause for the reported event could not be determined conclusively. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).